Event description:
It was reported multiple occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level reported. The customer switched to manual dose injections for insulin therapy and declined troubleshooting from tandem technical support. Therefore, no additional information was obtained.